Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 156 mg/dl, 515 mg/dl, 167 mg/dl, and hi. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. Accu-chek advantage system: comfort curve test strip lot number 549522, expiration date of 02/29/2008.